Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded; therefore, a device analysis could not be completed. However, a disconnection was reported between the patient line of the homechoice cassette and the transfer set, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that the patient line of the homechoice cassette disconnected from the transfer set which led to this alarm. It was further reported the patient attempted to reconnect the patient line. The reported stated there was no damage to the patient line connector. Renal therapy services (rts) advised the patient to contact the nurse. Rts reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.